Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was unknown at the time of the incident. It was reported that the motor error alarm 3 months ago; the insulin pump shut down and stopped working. The battery cap dented and it was more difficult to remove and replace than when they first got it. The insulin pump sounds louder like it's working harder than they first got it. The device will not be returned for analysis.